Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. The knob was cracked. It was also noted that the battery contacts and battery flex were damaged. As a result the knob, contacts and flex were replaced. (B)(4).

Event description:
It was reported that the switch knob was cracked. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.